Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the circumflex lesion which exhibited sharp turn off of lm. The vessel was reported to be calcified and tortuous. No abnormalities were noted during device preparation. Lesion was wired with a long wire, a 7fr. Launcher guide catheter was also used. Lesion was pre dilated with difficulty with sprinter balloon. The resolute stent would not cross; a guideliner was put down and stent attempted again but still would not cross. As the physician was pulling the stent back it dislodged from balloon catheter in the proximal cx. The stent was eventually after many attempts retrieved with a snare. The stent was stretched and deformed. Information provided confirms that it is believed that the guideliner contributed to the stent coming off. Doctor stated that the stent is good product but just tough, nasty, calcified vessels. No patient complication was reported. No clinical sequelae reported. Target lesion was treated with another resolute stent.

Event description:
Evaluation summary: the stent was returned attached to a snare device and a guidewire. The stent was severely stretched and deformed. The delivery system was not returned

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. Patient¿s condition affected effectiveness of device-tough, nasty, calcified vessels. Related to another device-guideliner has contributed to the dislodgement. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-stent dislodgement. Related to another device-guideliner has contributed to the dislodgement. Lesion morphology-tough, nasty, calcified vessels. Unable to confirm complaint-device or procedural images not provided for review. (B)(4).